Manufacturer narrative:
The troponin reagent lot number is 811848. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient serum sample on a cobas e 801 module. The initial troponin result was 97.2 ng/l. The sample was repeated and the result was 15 ng/l. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer (fse) cleaned the analyzer and changed the syringe seal. It was found that the customer centrifuges patient samples for 5 minutes at 3004 relative g-force (rcf), which appears to be too short of a time and too high of an rcf. The investigation did not identify a product problem.